Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for one (1) unknown/unk - screws: locking/part and lot numbers are unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the removal surgery of the php. During the surgery, second locking screw from on the plate could not be removed, and the surgeon tried to remove the locking screw in question by using extraction instruments. However, the locking screw was broken in the bone. Although the surgeon could remove the plate and other locking screws, one threaded part of the locking screw in question remained in the bone. The surgery was completed successfully within 30 minutes delay. The surgeon has confirmed by x-rays that there were no broken fragments remaining in the patient¿s body except for the broken locking screw. According to the surgeon, the surgeon had assumed that it would be difficult to remove the implants because the patient was young. The surgeon commented that it would be helpful if the sales rep prepares two sets of extraction instruments or other measures. No further information is available. Concomitant device reported: unk - plates: distal femur (part# unknown; lot# unknown; quantity#1); unk - extraction. Instruments: trauma (part# unknown; lot# unknown; quantity#1). This complaint involves one (1) device unk - screws: locking. This is report 1 of 1 for complaint (B)(4).